Event description:
The customer reported to olympus that while using the evis lucera elite colonovideoscope, there were air/water flow issues from the air/water flow system. The procedure was diagnostic (routine colorectal screening test) and the procedure was completed. The device was returned and evaluated, and the nozzle was found to have foreign objects; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; due to clogging of the nozzle, air supply volume and water removal ability did not meet the standard value. In addition to foreign objects found in the nozzle, the evaluation findings are as follows: due to wear of the lock engagement lever, the up/down knob could not be locked securely; due to wear of the flexibility of the adjustment ring, the flexibility adjustment function did not work, the adhesive around both the objective lens and the light guide (lg) lens had a white clouded area, the plastic distal end cover had a burn; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value; the adhesive on the bending section cover had a chip, the bending section cover had a scratch, switch button two (2) had a scratch, the protector of the universal cord on the control section side had a scratch, the objective lens had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. Based on the results of the legal manufacturer's investigation, the suggested event ¿clogged foreign material in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. The cause of the material that remained in the device could not be specified. Additionally, it was confirmed that reprocessing was conducted in accordance with IFU. It was also confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.